Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The dragonfly optis catheter instructions for use (IFU) state use the minimum flush rate and volume required to image the desired anatomy. Refer to contrast media instructions for use for general warnings and precautions relating to contrast media. The dragonfly optis catheter IFU state that abnormal heart arrhythmias and acute myocardial infarction are complications that may occur as a consequence of intravascular imaging.

Event description:
After crossing a dragonfly optis catheter into the lesion an st elevation was noticed oct imaging was continued. A solution of 100% contrast was purged manually and a pullback was initiated. The patient experienced ventricular fibrillation and went into cardiac arrest. A dc defibrillator and cardiac massage were used and the patients vital signs and blood flow recovered. The pci procedure was continued and completed successfully. The physician did not believe the dragonfly optis catheter caused any adverse events.